Event description:
Allergan aesthetics received a report of a patient treated lower abdomen with coolsculpting in (B)(6) 2021 using coolmax applicator, may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: it has been identified that this record, mrn: 3007215625-2022-00526, is a duplicate of mrn: 3007215625-2022-00422. Please see mrn: 3007215625-2022-00422 for reportable events.

Event description:
Previous emdr submission noted paradoxical adipose hyperplasia (ph). Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr: 3007215625-2022-00422 as the operating record related to this complaint.